Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead high thresholds, undefined high impedance and no sensing were noted. Noise was also noted when connected to the analyzer. The lead was explanted and upon examination a physical deformity was noted with blood ingress under the insulation. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.